Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. The hcp reported that the patient¿s therapy hadn¿t worked for a long time according to the patient. The hcp reported that the patient stated it was ¿not functional.¿ the hcp reported that the patient was scanned in 2015 for a knee and didn¿t disclose he had the implant. The hcp reported that they didn¿t have any further information regarding the event. No further complications anticipated.